Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the device has signs of wear, no visible fractures. The large internal hex has gouges/indentations present on the inside and around the top. The locking slot has an indentation mark where the black coating has been removed. A portion (approximately 20%) of the peak of the threads has been visibly flattened out. No other damage was noted during visual evaluation. This device has an approximate field age of 4.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserter is worn and broken. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.